Event description:
The customer reported generating erratic potassium (k) results from the beckman coulter au400 clinical chemistry analyzer over a period of two weeks. Review of the printouts provided by the customer details 7 specific dates of erratic k results generated. This report is for the event which occurred on (B)(6) 2012 and 1 patient result was provided by the customer to demonstrate the erratic k results. The customer stated that all high k results were repeated prior to reporting and no erroneous results were not reported outside the lab. There was no injury, adverse effect or change to patient treatment associated with this event. The customer noted that quality control (qc) is performed once daily and results were within acceptable ranges. Please see medwatch #2050012-2012-00891, 2050012-2012-00906, 2050012-2012-00907, 2050012-2012-00908, 2050012-2012-00909 and 2050012-2012-00911 for the report on the other six days. The customer performed an extended clean procedure and precision run on all ion selective electrode (ise) analytes as per technical application specialist (tas) recommendation. Beckman coulter field service engineer (fse) was dispatched and discovered a bent sample probe and air in the reference lines. Fse replaced the reference valves and sample probe. All instrument alignments were then checked including all probes and mixers. Fse ran precision on the flow cell and verified repair per established procedures. Root cause was determined to be failed reference valves and bent sample probe.

Manufacturer narrative:
Customer precision run data: sodium; potassium; chloride: 152, 6.0, 114; 154, 6.2, 116; 151, 6.1, 114; 150, 6.0, 114; 152, 6.1, 115; 152, 6.1, 114; 152, 6.1, 114; 152, 6.0, 114; 154, 6.2, 116. Mean sodium results: 152.11, sd: 1.269, %cv: 0.8, claim <3%. Mean potassium results: 6.09, sd: 0.078, %cv: 1.3, claim <3%. Mean sodium results: 114.56, sd: 0.882, %cv: 0.8, claim <3%.